Event description:
It was reported that a patient who underwent spaceoar placement procedure last month, had a simulation scan the following week after the implantation, the image showed a rectal wall infiltration. There was no patient complications related to this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent spaceoar placement procedure last month, had a simulation scan the following week after the implantation, the image showed a rectal wall infiltration. There was no patient complications related to this event. Additional information received on 12feb2026. It was further reported that a subsequent magnetic resonance imaging (MRI) the hydrogel was noted within the rectal wall. The patient remained asymptomatic. An MRI simulation performed one week later revealed that the hydrogel appeared to lie deep to the rectal serosa, with imaging suggesting possible infiltration into the rectal muscular layer rather than occupying the intended perirectal space. Given this unexpected positioning, the clinical team elected to delay treatment and reassess with a follow-up MRI after three months. On review of the initial MRI, the hydrogel appeared to extend into the rectal muscle itself. The follow-up MRI showed the hydrogel in a similar position within the anterior rectal wall, though it appeared less dense and demonstrated early signs of natural resorption. There were no indications of necrosis, inflammation, or other complications, and the patient continued to have no symptoms.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "gel found in unintended site - vascular" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent spaceoar placement procedure last month, had a simulation scan the following week after the implantation, the image showed a rectal wall infiltration. There was no patient complications related to this event. Additional information received on 12feb2026: it was further reported that a subsequent magnetic resonance imaging (MRI) the hydrogel was noted within the rectal wall. The patient remained asymptomatic. An MRI simulation performed one week later revealed that the hydrogel appeared to lie deep to the rectal serosa, with imaging suggesting possible infiltration into the rectal muscular layer rather than occupying the intended perirectal space. Given this unexpected positioning, the clinical team elected to delay treatment and reassess with a follow up MRI after three months. On review of the initial MRI, the hydrogel appeared to extend into the rectal muscle itself. The follow up MRI showed the hydrogel in a similar position within the anterior rectal wall, though it appeared less dense and demonstrated early signs of natural resorption. There were no indications of necrosis, inflammation, or other complications, and the patient continued to have no symptoms.